Event description:
There was an allegation of a questionable triglyceride result for 1 patient sample on a cobas 4000 c311 stand alone system. The initial triglyceride result was 373 mg/dl. The result from another laboratory from a new sample on (B)(6) 2026 using a cobas c311 was 85 mg/dl. The result from a new sample on (B)(6) 2026 using the cobas c311 was 71 mg/dl. The result from the main lab on (B)(6) 2026 using a cobas pure was 64 mg/dl. The affected patient also had questionable results for cholesterol gen.2, and ldl-cholesterol gen.3. This medwatch will apply to the triglycerides assay. Please refer to: medwatch with a1 patient identifier (B)(6) for the ldl-cholesterol gen.3 assay. Medwatch with a1 patient identifier (B)(6) for the cholesterol gen.2 assay. The initial cholesterol result was 248 mg/dl. The result from another laboratory from a new sample on (B)(6) 2026 using a cobas c311 was 125 mg/dl. The result from a new sample on (B)(6) 2026 using the cobas c311 was 127 mg/dl. The result from the main lab on (B)(6) 2026 using a cobas pure was 124 mg/dl. The initial ldl result was 154 mg/dl. The result from another laboratory from a new sample on (B)(6) 2026 using a cobas c311 was 57 mg/dl. The result from a new sample on (B)(6) 2026 using the cobas c311 was 64 mg/dl. The customer found that the results from (B)(6) 2026 correlate with the patient's clinical picture.

Manufacturer narrative:
The cobas 4000 c311 stand alone system serial number is (B)(6). The investigation is ongoing.